Event description:
During routine testing of the device at the service center, the service technician reported the power switch was difficult to operate. The monitor was originally returned for repair due to inaccurate readings when the power switch problem was found. Since this event occurred during routine testing, there was no patient involvement during this event

Manufacturer narrative:
Evaluation in progress, but not yet concluded.